Event description:
Lipografter fat grafting system found to be defective. It was not sucking fat during fat harvest which caused a procedure delay. A new one was opened. Procedure pushed through thereafter with no problem.